Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock implanted with an impella cp device for mechanical circulatory support developed a subarachnoid hemorrhage (sah) while on support and died of multiple organ failure. Additional information received noted the physician was unsure of the sah cause and unclear whether there was a connection or not between the event and the impella cp device. The timing was unknown as the computed tomography scan had not been taken and extracorporeal membrane oxygenation was also inserted. There was no treatment for the sah, and the patient had eventually developed multiorgan failure due to the onset of sah.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: impella cp with smart assist system. Section: potential adverse events (united states) . ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Manufacturer narrative:
The investigation into the ventricle perforation issue has been completed since the original report was submitted. No product was returned for evaluation. Data logs were not returned. Clinical details noted that cardiac tamponade was noted after impella 5.5 procedure and pericardial effusion was performed. Active bleeding was still noted after drainage and blood products were administered. No impairment of impella operations were noted. The root cause of the ventricle perforation could not be determined as no product or logs were returned for evaluation. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: warnings & cautions: cautions. ¿dilators and catheters should be removed slowly from the sheath. Rapid removal may damage the valve, resulting in blood flow through the valve.¿ section: warnings & cautions: warnings. ¿to reduce the risk of cardiac or vascular injury (including perforation) when manipulating the heart during cardiac surgery, evaluate the position of the pump using imaging guidance prior to manipulating the heart, and monitor position.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) physicians should exercise special care when inserting the impella catheter in patients with complex anatomy. This includes patients with known or suspected: decreased ventricular cavity size, ventricular aneurysms, thin-walled ventricles due to chronic dilation, congenital heart disease, or compromised cardiac tissue quality.¿ ¿to reduce the risk of cardiac or vascular injury (including ventricular perforation) when advancing or torquing the impella, adjustments should be performed under imaging guidance.¿ e.1 first name was revised as previously entered incorrectly on the initial manufacturer report number 1220648-2024-10500. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer report number 1220648-2024-10500 was submitted. H.10 additional manufacturer narrative instructions for use - a portion was omitted from the initial manufacturer report number 1220648-2024-10500 and has been added.